Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2014 the patient had a CT scan of their abdomen after having abdominal pain for 1 week. The CT scan was compared with a CT scan dated (B)(6) 2013. It was noted that there were 2 stimulators is place and there was a large amount of stool throughout the colon. They did not see any mechanical obstruction of free air and there had been a prior cholecystectomy. It was reported that there were surgical clips in the pelvis and no acute bony process was present. There was mild levoconvex scoliosis centered in the mid lumbar region and the lung bases were clear. It was noted that there was a large amount of stool throughout the colon and no other abnormality was appreciated.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but had not sought further help. It was noted the patient had an appointment on (B)(6) 2014.

Event description:
It was reported the patient had a shocking or jolting sensation. It was stated the patient had pain in their spine and lower left back. It was noted the patient was being shocked on the front right side of their stomach area since the thursday prior to report. The patient stated it was not a big jolt but it was enough where they could feel it. It was stated the patient turned their stimulation down to 0.0 volts and turned the device completely off. Additional information from the healthcare provider stated the cause of the event was unknown and the patient did not require hospitalization. It was noted the doctor had not seen the patient since (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v703024, implanted: (B)(6) 2012, product type: lead; product ID 3095-10, serial# (B)(4), product type: extension. (B)(4).